Manufacturer narrative:
The ventilator was requested for investigation, but not yet received. Investigation results will be reported in a follow up report.

Event description:
It was reported that: during the autotest of the ventilator, as the spirolog sensor was not functional, the nurse went out of the ICU box to get a new sensor. When she came back she saw white smoke coming from the sensor, then the ventilator started to burn. The ventilator was put into quarantine.